Event description:
During a follow up procedure on july 16, 1998, it was determined that the pacemaker showed an elective replacement indication. Since the pacemaker was implanted january 31, 1995, the early replacement indicator indication was classified as premature. The pacemaker was explanted august 5, 1998.